Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged, possibly as a result of twiddler's syndrome. The lead was replaced. The patient was in stable condition during and post procedure.